Manufacturer narrative:
Correction: previously documented: a 13-month complaint history review through aware date of event for similar complaints was performed for failure mode "2105 diluent suction error" on the aia-900. There were four(4) similar complaints found during the searched period, which includes this event. Correction: a 13-month complaint history review through aware date of event for similar complaints was performed for failure mode "2105 diluent suction error" on the aia-900 analyzer. There were six (6) similar complaints found during the searched period, which includes this event.

Manufacturer narrative:
A filed service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the error log. The fse checked the flow of the waste pump and found no issue with the flow. The fse then checked the flow of the diluent pump and found it lost its prime and had a more noticeable audible noise. The fse replaced the diluent pump and validated the analyzer by running a daily check with results within acceptable range and no errors recurring. No further action required by field service. The aia-900 analyzer is operating as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. A 13-month complaint history review through aware date of event for similar complaints was performed for failure mode "2105 diluent suction error" on the aia-900. There were four similar complaints found during the searched period, which includes this event. The aia-900 operators manual under section 12: flags and error messages states the following: [2105] diluent suction error cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The most probable cause of the reported event was due to failure of the diluent pump, component failure.

Event description:
A customer reported 2105 diluent suction error on the aia-900 analyzer. The customer confirmed that they did not replace the diluent and there is plenty of volume. The customer attempted to prime the diluent, but was unsuccessful. Technical support specialist (tss) instructed the customer to check the reagent tips and clean the detection probes with alcohol. Tss then instructed the customer to use water to remove excess alcohol from the diluent probes, then prime the diluent. Error persisted, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.